Event description:
On (B)(6) 2009, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The patient tolerated the procedure. On (B)(6) 2010, the gore field sales associate, received dicom images dated (B)(6) 2010 that depict an endoleak. The patient is scheduled for a reintervention on (B)(6) 2010. It is planned to extend coverage with a 16 or 18 mm contralateral leg component to resolve the endoleak without covering the internal iliac artery.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Additional devices related to this are: (B)(4). The gore excluder aaa endoprosthesis instructions for use (IFU), states: the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patient's diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: iliac artery treatment diameter range of 8 - 18.5 mm. Additionally, the IFU states: adverse events that may occur and/or require intervention include but are not limited to; endoleak.